Event description:
Resectoscope tip broke inside pt with still operating. The procedure was almost finished when it happened. Dr removed scope pieces from bladder. Op note: there were 3 pieces of the ceramic portion at the tip of the endoscope that were noted in the bladder. These were removed using grasping forceps. FDA safety report ID# (B)(4).